Manufacturer narrative:
UDI number: (B)(4). Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a pedicle probe was bent during surgery. An alternative probe was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
Additional information: (ethnicity), (methods, results, and conclusions) - the probe was returned for evaluation. The tip of the device was found to be bent. The cause can be attributed to the hardness of the patient's bone as reported. A review of the DHR did not identify any issues which would have contributed to this event.

Event description:
It was reported that a pedicle probe was bent during surgery. An alternative probe was used to complete the procedure without reported patient impacts.